Event description:
It was reported that the patient presented for initial implant. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was not used and another device was used instead. Patient was stable post procedure.

Manufacturer narrative:
The reported event of backup vvi was confirmed in the lab. The cause of the backup vvi is a por. The cause of the por is undetermined. Failure event observed during analysis. Final analysis found shows a firmware anomaly was present in the device, but was unrelated to the cause of the por.